Event description:
Patient with history of osteoporosis underwent initial hip surgery on (B)(6) 2013. During a post-op follow up exam on (B)(6) 2013, an x-ray revealed implant failure of the lag screw. All implants were removed during revision surgery on (B)(6) 2013. The lag screw, plate and cortex screw were all intact. The compression screw was broken in two pieces with the tip found still inside the lag screw. Both pieces were retrieved. The patient was converted to a total hip. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional product code: jdo. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records for manufacturing revealed no complaint related issues.